Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that the receiver screen display froze on (B)(6) 2015. No additional patient or event information is available.